Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when applying a clip over a vessel, surgeon attempted to load and fire the clip applier but no clips ever came out. No clip was able to load properly into the jaws. The new device was opened from the same lot number to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.